Event description:
The device was used durnig a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and performed a temporary colostomy. The hospital has reported the patient's condition is satisfactory.